Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.0x20mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion due to the middle of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was satble.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. An visual examination of the crimped stent found stent damage. Stent struts starting from the 4th proximal stent strut row all the way to the 1st distal stent row was noted to be lifted from their crimped position. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: (B)(6) years. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.0 x 20mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion due to the middle of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.